Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated initially the implant/therapy was working for her but over time therapy has stopped working for her. Patient stated at first when they first got it it was working at 100% therapy benefit but as they went back to work and started doing more, over time they are back on all the same oral meds that they were on before they got the implant and they are talking about doing a spinal injections again - patient stated they have been asking to have the ins removed because they are doing all of the same things they were doing prior to the implant and the implant is not working. Patient is working with dr joseph holtman at loyola and the doctor (hcp) told patient that they could see one of the leads is not parallel to the other and pt stated that originally the leads were parallel next to each other. Pt stated the hcp wants pt to have her programming adjusted before they remove the ins. Pt stated she would like to see a rep closer to her home as the hcp is really far away. Agent is sending a message to the local field reps about patient call.

Event description:
Additional info was received from manufacturer representative (rep) that patient did not meet with them on october 28th. This was a call made to set up an appointment on february 10th where rep will discuss possible device replacement. Rep also reported based of an image from (B)(6) 2018 the leads were originally staggered (bottom of 7 to t10) and it does not appear that the system has been reprogrammed since 2020.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was seen on (B)(6). The patient was reprogrammed.

Manufacturer narrative:
Continuation of d10: product ID neu unknown lead, serial# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.